Manufacturer narrative:
Additional information has been received which was not included in the initial report. The corrected information has been provided in section b5, h6(hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer was not affected with coma.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blood glucose value of 798 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, diabetic ketoacidosis, diabetic ketoacidosis, diabetic ketoacidosis, coma, coma, coma treated with IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system, ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. Customer reported the following led up to the event: patient does not remember what she was doing before the incident happened. She was found unconscious and was rushed to the hospital due to dka. When doctors checked the reservoir it was already empty. Document treatment for high bg: hospitalization, ems. The event involved product(s) unomedical, mmt-332a, unk_ngp. Trouble shooting was partially performed and customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the automode feature was active or not. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. It was unknown whether the customer will continue to use the insulin pump or not. The no product return is required for unk_ngp.